Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating pentax model ec-3890li/serial (B)(4) "failed protein test 3x". No further information was provided at the time of the report. The video colonoscope involved in the event was returned to pentax for evaluation. Pentax medical contacted the initial reporter via email to retrieve additional information regarding the event and reprocessing techniques followed at the facility. A response was received from the facility stating the verify¿ resi-test¿ endo protein detection cleaning indicator is used after manual cleaning and prior to high level disinfection in the automated endoscope reprocessor. The facility stated the colonoscope was quarantined after the event occurred. The facility also stated intercept brand detergent and disposable cleaning brushes are used during the manual cleaning process. The pentax medical service inspection findings included the following: -insertion tube, severe discoloration at stage 1. -pass dry and wet leak tests. -segment hooking. -residue on suction nipple, residue deposits. -bending rubber, mild discoloration. -control body root brace scratched. -right/left angulation knob play. -umbilical cable bump at control body side. The colonoscope is currently at pentax medical undergoing repairs.

Manufacturer narrative:
G1,2 continued: hoya corporation pentax tokyo office, specification developer, registration no. 9610877 pentax of america, inc., importer, registration no. 2518897 pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036).

Event description:
A review of the service history for the video colonoscope showed the insertion tube assembly had not been replaced since the device was shipped to the facility on (B)(6) 2009. In addition, the last time the channels were replaced was march 2014. On (B)(6) 2016, a device history review was performed confirming the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Repairs were performed on the colonoscope which included replacement of the following components: -o-rings and seals -distal end assy with tubes -adjusting collar -bending rubber -distal attaching plate -distal attaching screw -insertion flex tube -segment attaching screw -staycoil collar -segment staycoil assy pb-free -rl and ud pulley assy -suction nipple -light guide cable -biopsy inlet t-piece pb-free -root brace rubber imp-1 -air tube retaining collar -a/w/wj tube retaining collar -suction nipple attaching nut -root brace rubber lg body the video colonoscope was shipped back to the customer on (B)(6) 2016. No further information has been received for this event, therefore pentax considers this medwatch report closed.